Event description:
The customer reported to olympus that there was an air/water flow issue with the gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair, it is not known when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were also abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. In addition to foreign objects that were found to be clogging the nozzle, evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a chip and was cracked, the bending tube had a dent, the adhesives around the light guide lens had a white clouded area, the plastic distal end cover was dented and burned, the connecting tube had a scratch and a dent, switch buttons one and two (1 & 2) were scratched, the adhesives around the objective lens had a white clouded area, and the objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply: 1. Cover the spray button hole with your finger. 2. Push the button all the way in while covering the hole (2-step push). Ensure that water flows across the endoscopic image. " olympus will continue to monitor field performance for this device.